Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a microspeed uni perforator driver. According to the complaint description the handpiece did not work. During cerebral mass excision surgery the handpiece did not work when used for milling the skull. Drilling bit did rotate continuously. Replaced with another handpiece to continue surgery. There was no patient harm. This might result in permanent harm to body function or permanent damage to body structure. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Due to a lack of the device, an investigation is not possible.the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Based on the provided information and without a product, a definitive root cause can not be determined. According to our database, the product was delivered in (B)(6) 2014. A maintenance and/or a repair was not registered since that date. According to the corresponding IFU, a maintenance should take place on regular basis by the manufacturer and as indicated on the laser engraving on the product (once per year).

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none." After receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).